Event description:
The customer contact reported during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Thought requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for testing and investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.